Manufacturer narrative:
The actual complaint sample was returned for eval and the catheter shaft and tip were obviously separated in two pieces. Under microscopic observation the surface of the black material appeared lifted or delaminating. Cracks were observed in the clear outer coating of the tip material. A kink was also noted in the tip stock approx 1.4 cm distal to the proximal end of the tip section. A visual examination of the inner tubing showed that proper flow back occurred at the weld location. Three stock samples from other catheters were returned for eval. The first stock sample was returned still in 1 piece. The tip material is stretched approx 3.1 cm in length. This elongation is expected of a catheter in which the tip is being slowly pulled from the shaft. The second stock sample in two separate pieces. The tip material on the shaft section had elongated approx 2.2cm and the tip material on the tip section showed elongation of approx 6 mm in length. This elongation is expected of a catheter in which the tip is being slowly pulled from the shaft. The third stock sample was returned in two separate pieces. The tip material had approx 1.1 cm of elongation on the tip section. The shaft section had no elongation but the inner tubing was able to be examined under microscopic aid and showed proper flow of the tip and shaft material. This elongation and break location is expected of a catheter in which the tip is quickly pulled from the shaft. A review of all the stock samples showed that the condition of the tip material is not the same as that of the complaint sample. The complaint sample showed signs of cracking and delamination which appears to be similar to catheters which have been sterilized at high temperature and high humidity. The user will be notified that the catheters, as labeled, are for single use only. Complaint appears to be user related. No further action at this time.

Event description:
Breakage happened without extra force used. The only thing mentioned was a long time maneuvering from left ric artery to right through tortuous vessels. No pulling force used. No similar event or failure with such a device before. "For using pulling force other catheters used to stretch before break". "This no just breaks for with a relatively small force." Two other examples were immediately tried with the same results.